Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change out procedure. The right ventricular lead exhibited was noted to have exhibited noise since 2014. During the change out procedure, the lead exhibited inadequate capture thresholds and examination of the lead revealed the lead was abraded. The physician elected to cap and replace the lead. The patient was doing well post surgery and would continue to be monitored